Event description:
Clinical study. It was reported that 187 days following a coronary drug eluting stenting procedure, the patient expired. The index procedure treated a totally occluded lesion in the mid left anterior descending (lad) artery. The lesion was 3.3mm in diameter, 30mm in length, with 100% stenosis. The patient presented with an evolving myocardial infarction. The physician pre-dilated the lesion with a 2.50x20mm medtronic sprinter balloon. The physician followed by placing a taxus liberte 3.00x32mm stent deployed at 14 atms. The physician did not post dilate the lesion; however, results were 0% residual stenosis and timi-3 flow. The patient was discharged 6 days later on aspirin and plavix. At the six months follow up, it was reported that the patient expired 187 days after the index procedure. Per the enrolling facility, the cause of death is unk. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7379145 found that the device met its material, assembly and product specifications at the time of release to distribution.